Event description:
It was reported " post-intubation balloon rupture". Additional information states that the catheter was replaced. The second catheter was placed in the same insertion site. Not patient injury or consequence reported. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " post-intubation balloon rupture". Additional information states that the catheter was replaced. The second catheter was placed in the same insertion site. Not patient injury or consequence reported. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the teflon sheath was noted connected to the hemostasis cuff. The one-way valve was tethered to the short driveline tubing. The supplied 40cc driveline tubing was noted connected to the short driveline tubing; dried blood was noted in the tubing. The iabc bladder was fully unwrapped. The long arterial pressure tubing was noted connected to the iabc luer. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.6cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0066in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 5.5cm from the iabc distal tip, which is the location of the broken central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 77.5cm from the iabc luer, which is the location of the broken central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken within the iabc flex-tip assembly area. The broken central lumen can result in blood entering the helium pathway and an inability of the iabc to inflate. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.